Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Administrative error in processing. Upon discovered record was reviewed for transmission.

Event description:
Implant failed to osseointegrate.